Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open coronary artery bypass grafting (CABG), the thread broke thrice. Another suture from a competitor was used to continue the case. There was no patient injury.